Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2023-00415; 941-01-36e, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Infection.